Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The following sections have been updated: b4: date of this report. B5: describe event or problem. G3: date received by manufacturer. H1: type of report, follow-up number. H2: follow up type. H3: device evaluated by manufacturer: change ¿no' to 'yes'. H6: evaluation codes. H10: additional narrative. One certain® gingihue® post (iapp462g), one certain® titanium hexed screw (iuniht) and crown were returned for investigation. Visual evaluation of the as returned products identified that the devices and crown were engaged/assembled together hence malfunction could not be verified. Functional testing could not be performed due to the nature of the devices and event. Pre-existing condition reported by the doctor was 'moderate bone density ¿ type ii'. The devices had been placed tooth #26 for approximately 7 months. Information identified: these restorative devices are indicated for use at 20ncm. Device history record (DHR) review could not be performed since the lot number was not provided. However, zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products. A complaint history review by item number was conducted for the iuniht dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported product for similar events (complaint category keyword: functional: loosening). July post market trending was reviewed and there were no actionable events or corrective actions for the reported event or product. Therefore, based on the available information, device malfunction and the reported event could not be verified due to the nature of the event/devices and as the exact details of event were nonverifiable.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
It was reported that screw around abutment loosened in a short period of time, although only original items were used and the screw was tightened with 200 nm. Screw was placed on (B)(6) 2020. Patient has been rescheduled for new screw placement.